Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-13457, 1627487-2021-13458, 1627487-2021-13461. It was reported the patient experienced ineffective therapy. Diagnostics showed the existing leads migrated and one of the leads fractured. Later, the patient underwent surgical intervention on an unknown date wherein the entire system was explanted to address the issue.